Event description:
It was reported, that the patient had inappropriate shocks. Due to oversensing of my opotential noise via reduction of the intrinsic amplitudes. The shock impedance was 109 ohms, which is high but within normal limits. An x-ray was taken and proper insertion of the electrode into the header was confirmed. Technical services recommended some programming options. There were no additional adverse patient effects.